Manufacturer narrative:
(B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of mynx vascular closure device, it was reported that the mynx failed to insert in the sheath as there was resistance. There was no patient injury.

Manufacturer narrative:
During use of 6/7f mynxgrip vascular closure device (vcd), it was reported that the mynx failed to insert in the sheath as there was resistance. There was no patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath likely contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.